Event description:
The hcp reported that the pt had fallen in july 2006 and subsequently was experiencing increased pain. The hcp was concerned about possible catheter disconnection. The pt was receiving morphine sulfate at a daily dose of 1.8 mg/day. A pump myelogram was attempted, however, they were unable to aspirate after multiple attempts. Omnipaque was injected with spillage of contrast into the subcutaneous tissue; 2-3 ccs of cerebrospinal fluid were aspirated after injecting contrast. A priming bolus was given to refill the catheter. The pt returned to the clinic the following day experiencing lightheadedness, confusion and inability to function; admitted to the hosp for observation. The pump was turned off. CT of the thoracid spine revealed the distal tip of the catheter was in the cerebrospinal fluid and was free of scar tissue, nerve root or spinal cord. Tylox was prescribed to prevent withdrawal. Evaluation of adrenal gland was ordered; pt did not want to pursue. The pump was programmed over the next few weeks with increasing doses. As of 2006, the pt was receiving 1.8 mg/day. The pt is tolerating the dose with no symptoms reported.